Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no adverse impact to customer's blood glucose level. A replacement charging pad, usb cable and power wall adapter were sent to resolve the issue.